Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned in good physical condition. The device was functionally tested on the generator and the min hand control button was found to be non-functional. However, the device did activate when tested with the footswitch. The device was disassembled to inspect the internal components. The electrical traces of the hand activation buttons were found to be damaged. This resulted in the hand activation buttons to be non-functional. No conclusion could be reached as to what caused the damaged to the hand activation buttons.

Event description:
It was reported that during a laparoscopic recto-pexy procedure, the min activation button did not work. Another like device was used to complete the procedure. There were no adverse consequences for the patient.